Event description:
Reported by patient as "infection and seroma at port site. Prolapse and obstruction".

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Band slippage, infection, seroma and obstruction are surgical/physiological complications, and analysis of device generally does not assist inamed in determining a probable cause for these events. Inamed has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the reported events of band slippage and obstruction as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal". "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated". Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."